Event description:
It was reported that the ilet pump¿s screen was damaged after the user placed the device in a back pocket and sat on it, resulting in a broken or cracked display that prevented use of the screen to deliver meal boluses while blood glucose values remained unaffected. Symptoms included no adverse clinical effects. Outcomes included device replacement and continued diabetes management with cgm via the dexcom app or receiver. Investigation included review of device history and user report, along with logistical tracking of the returned unit. Investigation of this device revealed physical damage to the display assembly attributable to external mechanical stress consistent with user handling, with no indication of internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.